Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an explant due to an infection at the pocket site. Sign of oozing a cloudy substance was noted. The infection was not device or procedure related and no device malfunction was suspected. The patient stated that soon after implant the pocket site had opened due to a non-device related activity. The patient was placed on antibiotics and was sent to infectious disease. The patient was doing well.